Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that both the rv and ra tip seal plugs were missing, and the rv and ra tip retainer washers were slightly volcanoes up, indicating over-torquing in the up/loosening direction. Visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the leads. The pacemaker passed testing that verifies the performance of pacing and sensing.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a device replacement for normal battery depletion, this patient's right ventricaular (rv) lead and right atrial (ra) lead were stuck in this device header. The leads insulation separated from the inner conductors after difficult removal from the header and the leads were therefore surgically capped and abandoned. The patient received a new device system. No adverse patient effects were reported.